Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported issue could not be confirmed as the image displayed appropriately. However, the video connector housing was found to have cracks. The customer has received a replacement device via olympus advance replacement program. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The territory sales manager was informed by the director of purchasing at the user facility that the high definition camera head was reportedly "not showing the image" during reprocessing. No patient injury or harm was reported. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.